Event description:
During prep, air was trapped in the hub of the orbit mini complex fill 2.5x4.5 coil (637mf2545/15266627), and it was not able to be used in the patient. All the products were stored, handle and prep per labeling instructions and prior to connecting and during prep, neither, the syringe nor the coil delivery system was damaged. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system, and during prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and no damages were noted during prep. The syringe was not taking to the blue zone, and the blue zone was not exceeded. Prior to this coil, neither zone # 3 nor the alternate zone (red) was exceeded. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub, and the same syringe was utilized with the next coil without any issues. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system or hub, and the coil was still attached. After the event, the case was completed with the next coil.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During prep, air was trapped in the hub of the orbit mini complex fill 2.5x4.5 coil (637mf2545/15266627), and it was not able to be used in the patient. All the products were stored, handle and prep per labeling instructions and prior to connecting and during prep, neither, the syringe nor the coil delivery system was damaged. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and no damages were noted during prep. It was reported that the syringe was not taking to the blue zone. The instructions for use (IFU) outlines to increase the pressure in the syringe by rotating the knob clockwise until the pressure gauge indicator enters position #1, blue zone without exceeding the red line beyond position #1. It further outlines to maintain the purging pressure at position #1, blue zone, for at least 30 seconds. Prior to this coil, neither zone # 3 nor the alternate zone (red) was exceeded. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub, and the same syringe was utilized with the next coil without any issues. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system or hub, and the coil was still attached. After the event, the case was completed with the next coil. A non-sterile orbit mini complex fill 2.5x4.5 was received coiled inside of plastic bag. The device was inspected; the hypotube was inspected and several kinks were noted on it. The exact cause and timing of these kinks could not be determined. Inspections are in place to prevent this type of damage from leaving the facility. The introducer was zipped, and in good condition. The support coil, the gripper and the embolic coil were received inside of the introducer and in good conditions. The embolic coil and the gripper of device were inspected under microscope; no damages were noted on them. Additionally, the purge hole was inspected and it was found in good condition. The returned device was connected to a lab sample trufill dcs syringe ((B)(4)) and pressure was applied to it, no visible air bubbles were noted on the hub. After that, pressure was raised to the blue zone and it could be purged, and the embolic coil was detached in the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to prep the device due to trapped air was not confirmed with functional analysis. The instructions for use (IFU) outlines to purge by pressurizing the syringe to the blue zone and maintaining it there for 30 seconds. Procedural factors related to this step may have contributed to the event. The IFU instructions to confirm that the hub and the syringe are completely free of air and not use the device if any air is present in the hub was correctly followed. Although the root cause of the reported event could not be determined, with review of the analysis and device history records, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.